Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient, with an inflatable penile prosthesis (ipp), presented with an infection of the perineum. The ipp was explanted with no additional patient complications.

Manufacturer narrative:
Upon receipt of this inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned components underwent a thorough analysis. The cylinders pump and reservoir were visually examined and microscopically tested. Analysis of the components identified that they performed within specifications. The reported patient symptom of infection is a known risk associated with inflatable penile prosthesis (ipp) and is noted as such in the device instructions for use.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented with an infection of the perineum. The ipp was explanted. No further patient complications were reported.